Manufacturer narrative:
Approximate age of device ¿45 days; 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for a driveline infection. The patient had (B)(6) bacteremia tx w/ ancef x6 wks, recently transitioned to keflex approx 1 wk ago. . The patient continue ancef per ID recommendations: continue six weeks of IV therapy from first negative culture ((B)(6)). Home nursing ordered for home infusion - chronic suppressive oral antibiotic therapy (po keflex or po bactrim would be reasonable) -- po keflex 500mg q12 po would be appropriate at his current renal function. The patient had a PICC (pic line) inserted on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined. The patient remained ongoing on vad support until expiring on due to cardiogenic shock and lvad thrombosis (reference MFR medwatch # 2916596-2018-04690 for the patient's death). Infection is listed in the instruction for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information is available. The manufacturer is closing the file on this event.